Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient notified their managing health care provider (hcp) about their por message. The circumstances that led to the patient's por message was that their battery completely died. The step taken to resolve the por message was that the patient had a new battery put in. The por message had been resolved.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a power on reset (por) (B)(6) 2016, which resulted in the therapy turning off and resetting to shipping parameters. It was noted the patient worked for a mental health facility and would sometimes go to the hospital with patients. No trauma/falls were reported to have been related to the issue. There were no recent medical test and emi environmental exposures noted. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, the event will be updated.